Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, 100% stenosed, distal circumflex artery, the 2.50 x 15 mm trek rx balloon dilatation catheter (bdc) was inflated a second time when the balloon ruptured at 10 atmospheres (atm). Additionally, there was no reported resistance noted during advancement or during removal of the device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states to evacuate air from the balloon segment. This step is performed prior to inserting the balloon catheter into the patient anatomy. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.